Event description:
This patient in 1969 had a bilateral mastectomy for benign fibrocystic disease. She had bilateral reconstructive surgery six weeks later. In 1986 she required a pacemaker insertion for sick sinus syndrome. In 1991 she developed arthritis, arthralgia of the right idex finger, pip and mp joints. She has chronic fatigue, bronchitis and active arthritis. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right side saline implant was empty with some yellow fluid present. The left prosehtesis was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.